Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately fourteen months post-implant of a bifurcated device, a suprarenal aortic extension, and an infrarenal aortic extension, a follow-up computed tomography (CT) scan revealed a distal type I endoleak at the bifurcated graft's distal right limb. Reportedly, the CT image showed that apparently the distal end of the right limb had pulled back, possibly causing the observed endoleak. The patient was treated with an infrarenal aortic extension, to extend the device into the right iliac artery, which successfully corrected the endoleak. The patient tolerated the procedure well. Additional note: a prior event (2031527-2013-00245) was reported involving this patient. In this prior event, a distal endoleak of the bifurcated graft left limb was treated with a limb extension, which successfully corrected the endoleak.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: adequate medical documentation and imaging studies were available for this review. Product use was incongruent with the IFU due to the left iliac artery diameter of 3.2 cm. Cautionary product use conditions that might have contributed to this event included: moderately severe calcifications and tortuosity of the bilateral iliac arteries; multiple patent lumbar arteries; a patent inferior mesenteric artery; and a history of renal cancer status post right nephrectomy (inability to tolerate contrasted surveillance). This patient's use of antiplatelet therapy might have contributed to this event due to the known increase of bleeding complications. There was evidence to support disease progression and/or stent remodeling that might have contributed to both the eventual partial suprarenal crown separation and type iii b endoleak. At the implant procedure, there was evidence of an off label use of an aortic extension within the left iliac artery. Due to the close proximity of the renal arteries to the superior mesenteric artery, the aortic cuff position was noted to be adjacent to the sma. The superior stent margin of the infrarenal cuff (within the left common iliac artery) was situated within the distal aorta, just superior to the bifurcation, which might have contributed to the eventual type iiib endoleak. Eight months post implant, there was evidence to support a type ii endoleak and a coiling of the inferior mesenteric artery followed by a previously reported event of a type ib endoleak right limb extension nine months post implant. Fourteen months post implant there was evidence to support the previously reported type ib endoleak of the left iliac artery. Another infrarenal stent was placed within the left common iliac artery (off label use). Twenty-two months post index, a non-contrast image demonstrated evidence to support a partial suprarenal crown separation. The anterior apex of the strut was firmly within the superior mesenteric artery, and there appeared to be a new posterior gap in between the covered and open struts. This finding was more clearly demonstrated three months later, when a new type iii b endoleak was discovered. There was no evidence of a type ia endoleak. There was evidence to support a forth subsequent procedure of a successful bifurcation relining to treat the confirmed type iiib endoleak. The patient was discharged home on the fourth post-operative day. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the clinical review, a root cause was not definitely identified although the patient anatomy that included remodeling and moderately severe calcification and tortuosity of the bilateral iliac arteries may have contributed to the type iiib endoleak, observed in the clinical review. There was also a possible crown separation from the suprarenal implant, seen in the clinical review, although it seems unlikely that if present the crown separation would contribute to a type iiib endoleak. The crown separation did not appear to have an impact on the patient.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 25 months post implant of a bifurcated device, an infrarenal aortic extension, and a suprarenal aortic extension,the patient was hospitalized for a medical issue unrelated to their aneurysm. The hospital performed a computed tomography scan which indicated the patient had an endoleak at the bifurcation of the graft. The physician elected to correct the endoleak by implanting another bifurcated device. Patient was reported to be doing good. It was noted that this was the fourth procedure that has been performed on the patient. A limb stent graft was implanted in the second procedure performed on (B)(6) 2013, see complaint (B)(4). Another infrarenal aortic extension was implanted on (B)(6) 2014, see complaint (B)(4).

Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Medical records or images were not provided for clinical assessment; therefore, a thorough clinical investigation of the medical records was not possible and a cause could not be determined. Endoleaks are a known inherent risk of the procedure. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.